Event description:
The customer observed a falsely elevated architect total -hcg result for one patient. The sample was repeated with lower results. The following data was provided (customer¿s reference range 0-10 miu/ml): initial result processed on 08sept2025 = 268.09 miu/ml repeat result on (B)(6) 2025 = <1.4 miu/ml repeated again by abbott service = <1.4 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect total hcg result for one patient. The sample was repeated with lower results. The following data was provided (customer¿s reference range 0-10 miu/ml): initial result processed on (B)(6) 2025 = 268.09 miu/ml repeat result on (B)(6) 2025 = <1.4 miu/ml repeated again by abbott service = <1.4 miu/ml no impact to patient management was reported.

Manufacturer narrative:
During the requested site visit, service found dry serum/crystallization/particles at the pipetting opening for testing. Service surmised the dry serum/crystallization/particles at the sample pipetting opening for testing area caused the erroneous results. Service cleaned the diverter, load and unload to resolve the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending of the diverter, load and unload did not identify any increased complaint activity associated with the complaint issue. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal, and verification of the diverter, load and unload. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, sn (B)(6), or the diverter, load and unload.